Event description:
It was reported that during treatment of a calcified lesion, that cutting balloon got "hung up" on the calcium plage. A portion of the balloon became dislodged and stayed in the "lad". Pt was taken to surgery for coronary artery bypass on affected vessel. Pt is stable.